Manufacturer narrative:
The customer¿s report that the set broke and leaked was confirmed. The set was received in two pieces. Visual examination showed that the IV tubing below the lower fitment was separated from the fitment. Inspection under magnification revealed only slight evidence of bonding solvent applied to the fitment-to-tubing attachment. The root cause of the separated tubing was determined to be a lack of solvent applied to the fitment-to-tubing attachment site during production of the set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a blood administration IV set broke and leaked above and below the safety clamp during a transfusion. The set was replaced and there was no patient harm.